Event description:
Reportedly, the physician detected during a scheduled follow-up, high atrial lead impedance values and also irregular modeswitch episodes. Impedance measurement during follow-up did not reveal any anomaly and x-ray did not show any lead or connection issue. A re-intervention will be scheduled (date is unknown).